Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However there was the possibility that the image failure was attributed to the accidental failure of the electrical components on the printed circuit board of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that in unspecified timing, the image was not displayed when the power was turned on. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Sorc checked the subject device and found that the printed circuit board of the subject device had failure.